Manufacturer narrative:
A request was made for the return of the device for evaluation. If it is returned and evaluated, a follow-up report will be submitted.

Event description:
User facility called to report a delivery problem of infuso.r. Infusing too slow. There was no patient injury or medical intervention. No additional information.